Event description:
It was reported that the device had a power on reset (por) and reached elective replacement indicator (eri) shortly thereafter. It was also indicated there was a patient alert for the low battery. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity. We did receive performance data collected from the device and have analyzed the data. Por (power on reset) for write to locked ram, addr=1977, data=0, on (B)(6) 2011. Patient alert for por on (B)(6) 2011. Time of eri in save to disk on (B)(6) 2011, device eri<=2.62. Weekly battery voltage log data shows min b(v)=2.62 volts minimum between (B)(6) 2011. Patient alert for low battery voltage on (B)(6) 2011. Diagnostic information is consistent with reported event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Por (power on reset) for write to locked ram, addr=1977, data=0, on (B)(6) 2011. Patient alert for por on (B)(6) 2011. Time of eri in save to disk on (B)(6) 2011, device eri<=2.62. Weekly battery voltage log data shows min b(v)=2.62 volts minimum between (B)(6) 2011 and (B)(6) 2011. Patient alert for low battery voltage on (B)(6) 2011. Diagnostic information is consistent with reported event.